Manufacturer narrative:
Follow-up #1: date of submission 04/23/2015 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during evaluation, the pump powered on to the verify screen with audible and vibration alarms functioning properly. The complaint was not able to be duplicated during testing. The pump performed all testing successfully and was found to be operating within specification. There were no defects found during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump was emitting beeping sounds. The patient expressed dissatisfaction with the frequency of the sounds emitted by the pump while performing basic functions. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.